Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is well-known that chronic kidney disease (ckd) greatly increases mortality, even in the setting of renal replacement therapy (rrt) through hemodialysis. Though the comorbidities of this patient are unknown, there is a high likelihood that patients undergoing rrt may have additional compounding factors that contribute to death in ckd patients. Though a temporal relationship could not be established, functional checks conducted on the hd device showed the device was performing as intended. Presently, there is no allegation or objective evidence indicating a patient¿s death occurred relating to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) malfunction caused or contributed to the patient¿s death.

Event description:
The biomedical technician (bmt) from an acute care hospital contacted fresenius technical support to request the onsite inspection of a 2008t hemodialysis (hd) machine. The bmt reported that the fresenius machine was utilized by a patient that had expired. Specific details were not provided. The bmt did not think the patient was undergoing hd therapy at the time of death. Multiple attempts were made to acquire the patient¿s identification, comorbidities, reason for hospitalization and cause of death; however, no additional information concerning the event could be obtained. A fresenius fst was called onsite to evaluate the 2008t hd machine and the device passed all required functional checks.

Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). The 2008t hemodialysis (hd) machine passed all required functional checks; no issues were found. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. There was no indication that the 2008t machine caused or contributed to the patient¿s death. In addition, there was no allegation of a device malfunction. During evaluation of the hd machine, the fst was unable to detect any problems. Therefore, the complaint event could not be confirmed.